Event description:
It was reported that while the patient was raking leaves, they received atp and inappropriate shocks. Egms showed noise on the rv lead. The noise could not be reproduced with isometric or positional testing. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.